Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patients device was unable to be interrogated due to battery depletion. The patient also experienced an increase in seizures. Clinic notes were later received with the last settings provided. It was noted that the battery-life report was not available and that the device was no longer working. It was concluded that the patients increase in seizures were related to the loss of vns therapy. Similarly, the device was concluded to be depleted. An implant card was later received reporting that the patient underwent a battery replacement and the reason for replacement was for prophylactic reasons. A session report from the day of surgery was also provided showing the battery was not depleted and observed at ok status. No other relevant information has been received to date.